Manufacturer narrative:
(B)(4). Malformed clip. The analysis results found that the er320 device was returned with a clip in jaws and in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 3 clips as intended. However, one malformed clip was received inside a sample bag. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident or the malformed clip received. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic bowel resection procedure the device would fire fine and then the clip would feed sideways. They removed the clip and continued to use the device. The device was used to complete the case with no patient consequence.